Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized in emergency room then admitted due high blood glucose on (B)(6) 2020 for 5 days. Blood glucose level at the time of the incident was 1116 mg/dl. Customer stated that they changed the infusion set on tuesday in the evening but before going to bed that night, he had a relatively okay blood glucose reading of 172 mg/dl. Customer stated was experiencing nausea and muscle cramping. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode or smart guard feature was not active at time of high blood glucose event. Customer treated for high blood glucose with insulin pens and intravenous fluids. Customer did not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.